Event description:
Per the op report by the interventional cardiologist (ic), upon completion of a successful csi atherectomy procedure, the left arterial sheath was exchanged for a perclose device to close the vessel in an antegrade fashion. The ic encountered some resistance going through the groin into the vessel with the perclose device, but then got good arterial return. The ic then opened up the plate of the perclose device and then pulled back, but felt some resistance, so the ic closed the plate again and tried to remove the device, but the device was stuck and could not be removed. The ic attempted many different tips and tricks, but the device was stuck and was not able to remove the device forward or backwards even after closing the plates with the handle. At this point, the cardiovascular surgeon was called in consultation to remove the device surgically. We split the perclose device and pulled back and forth the plastic connection to the plates with no difference. We applied hand pressure before and after the femoral arteriotomy while awaiting the transfer of the patient to the operating room. The patient was taken to the operating room, hemodynamically stable for repair the left common femoral artery and removal of the perclose device. The device was determined to have been caught on plaque which had been lifted and dissected in the common femoral artery. An arterial patch angioplasty to the common femoral artery was performed. The patient was discharged two days later. Manufacturer response for perclose proglide closure system, perclose proglide closure system 6 fr (per site reporter). Abbott vascular rep made aware of event by ccl/ep (cardiac cath lab/ electrophysiology) lab inventory specialist.